Event description:
Nurse reported hospitalization for a customer due to diabetes ketoacidosis. Customer's blood glucose at the time of admission was 452 mg/dl. Prior to emergency room visit customer has been vomiting and nauseous for two days. Customer is still being treated with intravenous fluids and insulin drip. Nurse wanted assistance to calibrate the insulin pump. Advised customer to disconnect from the pump. While troubleshooting the nurse found no delivery alarms that might have caused the high blood glucose. Advised customer that the no delivery alarm troubleshooting can be performed when the alarm occurs. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge